Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Customer changed the cartridge and needle to resolve the issue. There was no impact to the customer¿s blood glucose level. In addition, it was reported that the customer received a minimum fill notification after filling the cartridge with 170 units of insulin. Reportedly, the customer reloaded the same cartridge to resolve the issue.